Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) exhibited electrogram noise on the right atrial (ra) channel associated with inappropriate atrial tachy response (atr) mode switches and electrogram noise on the right ventricular (rv) shock channel. The physician elected to continue to monitor the device system. Subsequently, the patient presented to the emergency room five months later for an unspecified reason. Device interrogation revealed high out of range pacing impedance measurements on the ra and rv leads. A revision procedure was performed at which time, the device header was observed to be separated from the device case. The local field representative commented that the patient had been engaged in martial arts against medical advice and had received physical contact in the device area during training. At the time of the procedure, testing of the ra and rv leads revealed no anomalies and remained in-service. The device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation confirmed separation of the header and dried blood/body fluid was noted in the right atrial (ra) conductor block. All seal plugs were noted to be intact and all setscrews moved freely and operated within specifications. Lead impedance testing was unable to be performed due to the separation of the header. The device counter and therapy history were reviewed and revealed that the device was able to deliver therapy while implanted. Analysis concluded that the separation of the header was consistent with induced damage. The device met specifications for normal battery depletion.